Event description:
It was reported that an evacuated container was observed to have no vacuum. This malfunction occurred during use on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was returned for evaluation. A visual inspection identified that the device had been used by the customer and had been filled with 800 ml of body fluid. The vacuum test could not be performed and the reported condition could not be confirmed; therefore, a cause could not be identified.